Event description:
It was reported the patient is deceased and died two days post implant of the implantable pulse generator (ipg) system. It was further reported that after implant, while in the recovery room, a heart rate of 44 beats per minute was observed on the electrocardiogram monitor. The pacemaker lower rate was set to 60 beats per minute. The patient was returned to the operating room where all measurements and an xray were within normal limits. The patient was placed on a monitor for twenty four hours in the intensive care with no abnormalities. The patient was found deceased in bed the following morning. The indication for the device system was an atrial-ventricular block type ii. During the implant procedure the patient progressed to atrial ventricular block type iii with asystole.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).